Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). Noise was noted on the pace/sense electrograms (egms) and high lead impedance out of range measurements dated back several months. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.